Manufacturer narrative:
Device analysis notes: striated opening on the anterior portion of the shell, consistent with surgical damage. White calcification-like and yellow particles on the outer surface of the devices. Brown particle material in the diaphragm valve.

Event description:
Healthcare professional reported a left side "device had filled to twice the volume" with a mixture of "saline and serous fluid." The device inflated to approximately 1000cc's. The device was removed and the patient's symptoms resolved. Operative report noted that there was "shifting of the implant superiorly", a "tense and hard capsule" and no seroma. Events of "shifting of the implant superiorly" and "tense and hard capsule" are due to the inflation and therefore not device related.

Manufacturer narrative:
Device has been received, analysis is in progress. Device history record (DHR) results noted: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell run number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications."

Event description:
Healthcare professional reported a left side "device had filled to twice the volume" with a mixture of "saline and serous fluid." The device inflated to approximately 1000cc's. The device was removed and the patient's symptoms resolved. Operative report noted that there was "shifting of the implant superiorly", a "tense and hard capsule" and no seroma. Events of "shifting of the implant superiorly" and "tense and hard capsule" are due to the inflation and therefore not device related.